Manufacturer narrative:
Concomitant medical products: 3830-69 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a breakdown of the skin at the implant site of the cardiac resynchronization therapy pacemaker (crt-p). The device was repositioned and remains in use. It was later clarified that intermittent, but major bleeding at the crt-p site had been occurring since the implant procedure, and the patient presented to the clinic. Palpitation yielded drainage - with no purulence - and a pocket revision was performed, during which a superficial infection was noted, the area debrided, and an antibacterial absorbable envelope was used. It was later clarified that about 11 days after the pocket revision, the crt-p system was explanted, and a temporary pacemaker placed. A positive culture for klebsiella pneumoniae occurred, treatment was given and concluded, and about 16 days after, a new crt-p system was implanted. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.